Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no evidence of unexplained reboots observed in the pump history. A rewind, load, and prime sequence was performed with no power loss. The pump was exercised for 24 hours with no power loss occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
It was reported, the pump self-rebooted without user intervention. Troubleshooting revealed the battery had been replaced, the battery cap was tight and secure and there was no damage to the pump or battery cap. There was no adverse event associated with this issue.